Event description:
This report is based on information provided by a third party bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port was not working. Whilst at the bench repair facility it was observed that the charging port pin was missing. There was no reported patient involvement, therefore no health consequences or impact.